Event description:
It has been reported to philips that the device's main monitor was displaying a blue screen. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted several times to continue the procedure. The philips field service engineer (fse) inspect the system onsite and confirm that the device suddenly went into blue screen. Upon functional testing, the fse checked the logfiles onsite and found memory error. Upon further analysis the fse found host pc had a problem and tried to use ghost to restore host pc, but the issue persisted. The defective host pc was returned to analysis, and it concluded that the host pc failed memory and pci check. To resolve the reported issue the fse replaced the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.